Event description:
It was reported that the device would blow fuses, and it would not operate on ac power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the device's power supply pcb and provided the part number. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.